Event description:
It was reported that the left ventricular (lv) lead exhibited phrenic nerve stimulation. The lv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that the left ventricular (lv) lead exhibited phrenic nerve stimulation and high capture threshold. The lv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.